Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vario rtr handle w/cold light. According to the complaint description the connection part between bt800r and op913 got so hot that the surgical cloth got burnt. Later on as these products were checked, the temperature had risen to 50 degrees with 50% of light intensity for 3 hour-running. Additional information has been requested but not yet received as of this report. A loose connection was suspected by the customer. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2020-00091 ((B)(4) op913).

Event description:
Additional complaint case was created with the following cc number (B)(4). 9610612-2020-00168 ((B)(4) op940). Associated medwatch-reports: 9610612-2020-00090 ((B)(4) bt800r); 9610612-2020-00091 ((B)(4) op913).

Manufacturer narrative:
Manufacturing site evaluation: investigation is still on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00090 ((B)(4) bt800r); 9610612-2020-00091 ((B)(4) op913); 9610612-2020-00168 ((B)(4) op940). General information: we received a complaint about a malfunction of a retractor handle in combination with a light cable. The bt800r is available for investigation at aag, the op913 has been forwarded the "schölly" for investigation. Op940 was not sent in for investigation. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: vigilance investigator carried out the pictorial documentation visually bt800r: no deviation could be found at the provided bt800r handle, especially at the connection point. Op913: according to the 8d-report of schölly (attached to pc notification 500487415), no deviation, especially burnt fibres, can be found at the provided light cable. Furthermore a functional test was carried out successfully. Combination bt800r & op913: functional test bt800r in combination with op913 and a light source op950 was carried out by ats. A temperature of 48,5°c was measured2 at the connection point. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: according to the IFU of the light source op940, there is a risk of burns from excessively high operating temperatures. The optical cable socket and optical cable connections get hot. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.